Manufacturer narrative:
This report is for an unknown cervical intervertebral fusion cage/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: peolsson a, vavruch l, hedlund r (2007), long-term randomised comparison between a carbon fibre cage and the cloward procedure in the cervical spine, eur spine j, volume 16, page 173-178. The purpose of the present study was to compare the long-term outcome of anterior cervical decompression and fusion (acdf) with cervical intervertebral fusion cage (cifc) and the traditional cloward procedure (cp). Between 1995 and 1998, 83 patients with preoperative magnetic resonance imaging (MRI) results and clinical signs consistent with cervical nerve root compression were included in the study. There were 43 women and 40 men with a mean age of 53 years (range 36-73) at 6-year follow-up. Of these patients who underwent anterior cervical decompression and fusion (acdf), 43 had cervical intervertebral fusion cage (cifc) while 40 underwent cloward procedure (cp). Patients who underwent acdf with cifc were implanted with an unknown depuy spine cervical intervertebral fusion cage in which cancellous bone is harvested from the iliac crest and packed in the 7 degrees wedged cage. The postoperative treatment included a philadelphia collar for 6 weeks, and most of them received physiotherapy after removal of the collar. At a mean long-term follow-up of 76 months (range 56¿94 months) questionnaires were sent to all patients who had been operated upon. Complications were reported as follows: 3 patients had died from reasons unrelated to the surgery. Unknown patients had arm pain. Unknown patients had neck pain. Unknown patients had numbness. Unknown patients had headache. Unknown patients had dizziness. Unknown patients had unchanged symptoms. Unknown patients had worsened symptoms. Unknown patients had pseudarthrosis. Unknown patients had unhealed cage fusion. This report is for the unknown depuy spine cervical intervertebral fusion cage. This report captures the reported events of arm pain, neck pain, numbness, pseudarthrosis and unhealed cage fusion. This is report 1 of 1 for complaint (B)(4).